Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) generated an error message and became inoperable. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have swapped the air and oxygen (o2) flow sensors, and the proportional solenoids (psols). However, the unit continued to fail the extended self-test (est) air flow tests. The tse recommended swapping the inspiratory printed circuit board (pcb). The customer reported to have replaced the analog interface (ai) board, and also the exhalation flow sensor (q3). After the repair, the ventilator was functioning as intended.